Event description:
It was reported that the patient received seven innappropriate shocks. The implantable cardioverter defibrillator diagnosed ventricular fibrillation, however on inspection of the electrograms, there appeared to be t-wave oversensing. Also there was a sudden reduction in r-wave amplitude from 12 mv to 1.5 mv, and a corresponding increase in impedance from 360 ohms to 460 ohms. The lead was explanted and replaced.

Manufacturer narrative:
Na